Event description:
It was reported that during a proximal hamstring attachment surgery the anchor pulled out when the surgeon tried to tighten the sutures. It was further confirmed that the surgeon had drilled the hole prior to insertion. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.